Event description:
Patient was admitted to the hosp for bilateral breast reduction and removal of breast implants. The right breast implant was found to be ruptured. Pt had a breast reduction with small breast implants placed to aid with upper pole fullness in 1991. Since that time the pt has had increasing breast size associated with increasing symptoms of neck, upper back and shoulder pain to the point that the pain is constant now. Pt also had implant capsular contracture, grade IV.